Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had rainbow effect and making more difficulty to saw. No harm requiring medical intervention was reported. The customer stated that insulin pump had hairline cracked around battery compartment and act button must be pressed hard to work especially when priming. The insulin pump was rejected new batteries and tab missed where clip attached and piece of housing. The device will not be returned for analysis.